Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, it appears that this event may have been due to patient and/or procedural related issues. There is no evidence of any product related issues. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during the implantation of this bioprosthetic valve, while inflating the balloon at the appropriate pressure, the surgeon heard a click caused by the rupture of the mitral-aortic junction. During removal of the delivery system, it was noticed that the mitral valve had detached from the aortic. The surgeon had to sew the mitral valve back to its original place using prolene with pledgets. After the closure of the aorta, an echocardiogram was performed to check if there was any leak coming from the sutures or from the valve and a minor leak coming from where he had to sew was observed. As reported, the patient's annulus and lvot were heavily calcified. The surgeon performed the debridement and sized the annulus with the appropriate sizer. The subject device was not explanted. The patient was noted to be fine.